Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that he was in a lot of pain on the night of (B)(6) and he noticed that the tube balloon broke and it was fully out. He had a spare device and he went to the ER where they installed it.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged balloon on a tri-funnel device was confirmed and determined to be use related. One 18fr tri-funnel replacement device was returned for investigation. The device revealed evidence of use. Residue was also found throughout the feeding lumen. A split was observed around the entire circumference of the balloon. The balloon material was brown in color. The distal end of the retention disc was positioned against the proximal end of the balloon. The returned device resembled the device in the provided photographs. A microscopic examination revealed that the adjoining surfaces of the balloon were granular. The split edges of the balloon were curled inward. The observed damage is consistent with a burst due to over-pressurization. The product IFU indicates to not exceed the maximum recommended inflation volume. The steps for checking the balloon volume are outlined in the IFU and the correct inflation volume was printed on the valve of the returned device. The position of the retention disc so close to the balloon may have been a factor in the observed damage. Excess tension should be avoided. Due to the condition of the returned sample, it appeared that the tri-funnel replacement device was damaged during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that he was in a lot of pain on the night of(B)(6) 2017 and he noticed that the tube balloon broke and it was fully out. He had a spare device and he went to the ER where they installed it.